Event description:
The harmonic ace curved shears instrument accessory was returned, no further information was provided.

Manufacturer narrative:
The instrument was returned, no information was provided. Failure analysis evaluated the instrument and found the insert was returned with the curved blade broken at the clamp arm. The broken piece was not returned. The blade fractured within the shaft, near the clamp arm pin area. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.